Event description:
It was reported that when using the bd pyxis¿ medstation¿es station was not turning on properly, screen only flickered and did not display normally, no medications were able to be pulled from the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that half height drawer 3-2 caused station not to power on. A field service engineer (fse) found that the retractor band had smoke. Further the fse replaced the retractor band on drawer 3-1 and both printed circuit board assembly (pcba) boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.